Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
As reported: "the corresponding bone drill for osteosynthesis with the pelvic system broke off during proper use while drilling a screw bearing (new system without wear), the replacement drill also broke off at the same point during the first drilling procedure."

Manufacturer narrative:
Correction: please refer to a2, h6 method code. The reported event could be confirmed only based on the pictures provided by the customer. The device was not returned but pictures were provided. The lot and catalog numbers could be confirmed. The tips of the drills could be confirmed to be broken. However, the pictures provided do not allow the determination of the root cause. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the corresponding bone drill for osteosynthesis with the pelvic system broke off during proper use while drilling a screw bearing (new system without wear), the replacement drill also broke off at the same point during the first drilling procedure."